Event description:
It was reported that the patient passed away on (B)(6) 2026. Details regarding the patient¿s cause of death were not provided. The complaint was received from partner; dexcom. If additional information becomes available, a supplement report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not reported, omnipod software app version: 4.0.2, operating system: bp4a.251205.006.s921usqs6dze2, hardware: sm-s921u, cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.